Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found the ins had a punch out hole on the #0 grommet.

Event description:
It was reported the implantable neurostimulator (ins) was explanted. It was noted the patient had intermittent stimulation and a shocking/jolting sensation on the left side of their body following a battery exchange in (B)(6). It was stated a replacement occurred. It was noted impedance testing, x-rays and reprogramming were performed. It was stated impedance tests showed normal range of impedances. It was stated the battery was removed on the day of report and fluid was noted in the top chamber of the battery and also within the gasket of the screw. It was noted the patient status at the time of report was alive with no injury. It was further reported it was unknown how the patient was doing.

Event description:
It was further reported there were no electrodes that were out of range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1998, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.